Manufacturer narrative:
A three-year complaint review was conducted for the eva dual chamber bag product line. During this period, 45 total complaints were identified. Of these, 16 complaints reported product leakage; however, not all were comparable to the current event. There were 6 out of 16 complaints submitted without a sample, photographs, or sufficient detail surrounding the leakage location, thus limiting assessment of relevance. Of the remaining 10 complaints, 5 contained insufficient information (e.g., vague narrative or unclear images) to confirm the leakage source, or establish a consistent failure mode. Out of the remaining 5 complaints, 1 was attributed to a probale post-manufacturing needle strike through the port tubing; 3 were attributed to tears or cuts in the product film/bag body (1 of which involved the lower chamber; however, sample analysis determined the damage was a"v"-shaped cut penetrating both layers of film, indicating external damage rather than a manufacturing defect). Based on this review, no trend or recurring failure mode consistent with the current event was identified from the available information. No additional information is available at this time; however, should further information become available, a supplemental report will be provided.

Event description:
A customer reported that a patient identified a leak in a parenteral nutrition bag (exactamix 3000 ml dual chamber eva bag) prior to use in the home setting. The customer indicated that the bag was leaking prior to infusion, with the leak reportedly located in the lower portion of the bag (large compartment). No product samples or photographs were available for evaluation. There were no reports of patient injury or medical intervention associated with this event.